Manufacturer narrative:
Product event summary: the device was returned and analyzed. The integrated circuit was open/missing contact. Returned product analysis revealed that review of save to disk data shows that the device wireless tel c was operational at one time as the device had a little over 1 hour of tel c time while the device was implanted. The device wireless tel c was tested using several 2090 programmers and found to be non-operational. Hybrid analysis revealed that an open pad (a9) on mozart module (u302) was the cause of the no wireless telemetry. This failure condition is consistent with a known ubm (under bump metallization) failure mode in the mozart module causing no wireless telemetry. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that wireless telemetry was unable to be established. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that wireless telemetry was no longer available on the implantable cardioverter defibrillator (ICD). It was noted that the wireless telemetry was disabled, and wireless alerts were no longer available, but audible alerts can be used instead. The ICD remained in use until it was later explanted and replaced due to normal battery depletion. The ICD was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.